Event description:
Procedure type: lap. Colectomy of cecum with terminal ileum. According to the reporter: the gray seal partially came off and fell into patient's cavity. The piece was retrieved. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4).